Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to shock lead impedance greater than 125 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.